Event description:
It was reported that the core impaction drill heated up during a case. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Corrosion was discovered in the motor, housing, nose cone, bearings, driveshaft, and rotor.